Event description:
It was reported via the implant patient registry that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 6 years and 5 months for unknown reason. A valve model 3300tfx23mm was implanted in replacement. ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". This case involved a female patient who was (B)(6) at the time of original surgery. No other information was provided.

Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 6 years and 5 months due to aortic root abscess. As reported, there was no allegation of device malfunction. Reportedly, the patient was admitted at the hospital with sepsis. A 23mm magna ease valve was implanted in replacement. The patient was noted as to be alive and doing well after the procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this supplemental report is being submitted.